Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Pairing test with nordic bluetooth device was performed and passed. Functional testing was performed and the device passed all relevant testing. Share data log was reviewed and a loss of connection was observed on the issue date. The reported customer complaint was confirmed. The probable cause was determined to be a temporary communication error between the device and transmitter. No additional event or patient information is available.